Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient recently had a revision performed because their implantable neurostimulator (ins) ¿was not working properly¿. It was reported that the patient was to have rf spinal ablation (using a stryker system) on the same side as their ins. It was noted that the patient did have rf ablation on the other side of the spine but ¿not on the same side¿ and it was reported that there were no problems. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.